Event description:
A physician attempted an arteriotomy closure using the starclose device. As the thumb advancer reached about 2cm from the engagement arrow, it became impossible to advance. The physician observed bleeding around the device and a hematoma beginning to form. The physician did not use the safety release button. The physician split the skin and removed the device with the nitinol wings open. The physician reverted to manual compression to achieve hemostasis. The pt experienced a hematoma.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.